Event description:
Four incidents involving 4 different pt's, both male and female, have occurred in which the drager evita mechanical ventilator has failed to respond to changes input through the control panel soft keys and rotary knobs including changes in oxygen concentration and delivery of manual breaths when operating in the mmv mode. It apperas that the entire control panel becomes disabled simultaneously. Mechanical ventilation is not disrupted by these events, and all pt monitoring and alarm functions appear to remain operational. Control panel functions can be returned to operation only by a restart of the ventilator (turn off/on.)